Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a change in therapeutic effect. The patient's body was rigid and the pump felt "weird." The patient felt a punching sensation in her back. There was concern that the catheter had become disconnected. The patient's health care provider was scheduled to see her on (B)(6) 2011. The drug in the pump at the time of the event was baclofen. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.